Manufacturer narrative:
The head of the broken screw was discarded and the remainder of the screw remains in the patient. The lot number was not provided, therefore, the device history record could not be reviewed and the manufacturing date was not determined. There have only been two complaints of this type involving this part number. Both events have been reported by the same surgeon. The cause of the complainant's event could not be determined from the info available and without a device evaluation.

Event description:
It was reported that the top of the screw snapped off upon screw insertion. The broken screw remains in the pt and an additional screw was used to complete the case. No further pt info is available from the customer, and no additional adverse consequences have been reported from this event. This is one of two separate incidents reported by the same surgeon. This device is used for treatment.